Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, broken on the plug strap and missing the plug strap (0-25%). Leak test and microscopic analysis was performed which identified: one opening punctured on the posterior, non-penetrating nick, broken sharp on the plug strap and partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: missing the plug strap due to inconclusive, one punctured opening on the posterior due to surgical damage like, a sharp broken on the plug strap due to an unidentified (tear) opening, and partial delamination on the plug strap disk shell (adhesive failure). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and "exchange from textured to smooth breast implants due to the patient¿s concern¿.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and "patient¿s concern with the product." Device has been explanted.